Event description:
Customer reported via phone, she has been having issues with the sensors and some of them have been missing the sensor electrode. Customer's blood glucose was unknown. The sensor is not returning for further analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.